Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set fell off during use for few hours, which caused the patient's blood glucose to 150 to 180 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.